Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received does not have a service history from our records. The unit is in good working condition, but we are strongly recommending that customer at least a preventive maintenance service performed. General cleaning and maintenance performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause for the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that during an "anterior cervical discectomy and fusion (acdf) procedure at c4-c5 level followed by posterior cervical laminectomy and fusion c3 to t1 allograft autograft", the mayfield infinity skull clamp (a2114) slipped. Additional information received indicates that when the patient was flipped on the osi bed, the surgeon suddenly asked for a stapler and stapled a 3cm left parietal scalp laceration from one of the pin sites. The surgeon said the device "malfunctioned and slipped" causing the laceration. A delay in surgery was reported but no specific time provided.